Event description:
Upon inspection and testing of the customer returned device (oes cystonephrofiberscope), unknown foreign material was found on the scope air valve. This medical device report (MDR) is being submitted to capture potential contamination of the air valve found during estimation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, bending section rubber glue cementing defect, connector air valve loose/damage and leaking, and image guide bundle fiber broken. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that due to insufficient reprocessing, a foreign substance might have adhered in the air valve. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.